Event description:
A report was received from the study indicating that approx six (6) weeks after the index procedure, the male patient had symptoms of recurrent angina. The patient had a cypher select plus 3.5 x 23 mm stent implanted in the proximal left anterior descending (lad) target lesion during the elective index procedure. Coronary angiography was done revealing progression of disease in the ostial lad. The lesion was reported to be a proximal (within five mm) peri-stent restenosis. There was no evidence of any in-stent-restenosis (isr), aneurysm, or thrombosis in the previously implanted cypher stent. The flow was timi 3. A decision was made for the patient to have elective coronary artery bypass graft (CABG) surgery to treat the isr/target vessel revascularization. The surgery was done approx six weeks after the angiography. One bypass was done during this procedure with no reported complication. The event was reported to be: the event severity-severe, unrelated to the study device/procedure or other cordis product, and a serious adverse event (sae) requiring in-patient hospitalization or prolongation of stay. The subject outcome info was complete and the subject's event outcome was resolved without sequel.

Manufacturer narrative:
The indication for the index procedure was stable angina pectoris. The lvef was estimated greater than 50%. The patient was reported to have one-vessel disease and one lesion was treated during the elective index procedure. There was no planned staged procedure. The target lesion was the proximal lad. The target lesion was reported to be: de novo, vessel diameter 3.0mm, length 20mm, heavily calcified, absent of thrombus, eccentric, not a total occlusion, a 90% stenosis, not bifurcated or ostial, and type c. The lesion was pre-dilated with 2.5 x 15mm balloon at 18atm. A cypher select 3.5 x 23mm stent was implanted at 18atm. The stent was not post-dilated. A satisfactory result was obtained. The residual stenosis was 5%. The flow was timi 3 pre and post-procedure. Thrombus aspiration was not done, and a distal protection device was not used. There were no reported procedural complications or device deviations. The patient was discharged the day after the index procedure on aspirin, clopidogrel, and oral antidiabetic therapy. A phone contact with the patient at the one-month period reported the patient was continuing his medical regimen. Approx two months after the index procedure, aspirin was discontinued because the patient was going to have dental treatment. At the six month follow-up/phone contact, the patient was asymptomatic and continuing his medical regimen. Please note that device is distributed outside the united states, however, it is similar to the united states. The product is not available for evaluation and testing. Add'l info will be submitted within 30 days upon receipt.